Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory microscopic visual inspection found one arc mark on the edge of the device case. Review of the device's memory found that it had recorded one fault for a low out of range shock impedance measurement during shock delivery. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving shocks from the device. Upon interrogation it was noted that the shocks were due to oversensing of noise on the right ventricular (rv) channel. A message also displayed upon interrogation that indicated the device had shocked into a shorted lead condition. Boston scientific technical services (ts) was consulted and advised that both the rv lead and device be explanted. Subsequently a revision procedure was performed where the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.